Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for an unknown (utn) tibial nail system. Additional common device name and device product code: hwc - screw, fixation bone. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article. Gaebler, c. Et al(2001)"rates and odds ratios for complications in closed and open tibial fractures treated with unreamed, small diameter tibial nails: a multicenter analysis of 467 cases", journal of orthopaedic trauma,vol.15, no.6,pp.415-423. A retrospective multicenter analysis of complications in patients treated with small-diameter tibial nails using an unreamed technique was conducted by sending a concise evaluation sheet to four level I trauma centers in europe. Four hundred sixty seven (467) tibial fractures (456 patients), treated with small-diameter nails between 1988 and 1997, were included in this study (ratio of men: women, 2:1) using radiographic analysis. Fracture breakdown into different ao/ota groups showed 135 type a fractures, 216 type b fractures, and 116 type c fractures. Two hundred sixty five (265) fractures were closed fractures and 202 were open fractures. Surgeons of center 4 preferred to treat ao type b and c fractures with unreamed nails. The other 3 centers involved other manufacturer's products. Center 4 used the utn (synthes (B)(4)) with nail diameters of 8 and 9 mm in 181 cases. Analysis showed 5 deep infections, 43 delayed unions, and 12 nonunions. Compartment syndromes occurred in 62 cases screw fatigue in 47 cases, and fatigue failure of the tibial nail in 3 cases. Early postoperative problems were detected in 12.6 percent of the cases. Ten patients had additional shaft fractures, comminution, and fractures at the point of nail insertion. Seven cases from center IV (utn) had additional tibial shaft fracture. In one of these cases, a revision surgery had to be performed. This is report 3 of 3 for (B)(4), for an unknown synthes (utn) tibial nail system.